Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility after the subject device was sterilized before use, the sample collected from the device tested positive for gram-positive coccobacilli (1 - 9 cfu). As a result of additional microbiological testing by the user facility, the sample collected from the device tested positive for gram-positive bacilli (1 - 9 cfu). Other detailed information such as the reprocessing method was not provided. The device was a loaner device from olympus. There was no report of infection associated with this report.